Event description:
A cartridge alarm was reported by the caller, but there was no adverse impact on the blood glucose level, which did not exceed 500 mg/dl. The customer, who had experienced consecutive cartridge alarms, opted to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was informed by tandem technical support that a replacement pump with updated software would be sent, and training would be available through their tandem source account. Instructions on putting the problematic pump into storage mode and returning it to tandem via ups were provided, which the customer understood and acknowledged.